Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: separated guide wire. It was reported that during the procedure, all of a sudden, it was realized that the guide wire was not moving when they manipulated it. It was then discovered that the guide wire had separated at the proximal part of the guide wire, in other words, not at the working end. The break was straight without any edging. This break happened within the short sheath that was in the groin. The cut down was performed to get the femoral artery and retrieve the guide wire that had broken off there, no patient effects were reported. No additional information is available.